Event description:
It was reported that the left ventricular lead dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A 1158t/86 (B)(4).